Event description:
On (B)(6) 2025 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On 01 dec 2025 the caregiver was unable to move the peg tube. The tube was able to be flushed and the stoma area was cleaned; however, the tube could not be pushed towards the stomach. Instructions were given but unsuccessful. The patient was evaluated in the emergency department by a digestive physician who confirmed that the tube could not be inserted into the stomach. On 03 dec 2025, an exploratory gastroscopy revealed a buried bumper was observed completely of 360 degrees with no minimal part of the internal retention plate could be seen. It was reported that gastroenterologist was unable to remove the buried bumper by pulling it from the mucosa with foreign body forceps and pushing the peg tube from the outside. On (B)(6) 2025, the patient was discharged from the hospital. At the time of report, the patient was referred for a surgical assessment and subsequent surgery.

Manufacturer narrative:
The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.